Manufacturer narrative:
The product subject to this complaint was returned for eval. It was confirmed that the product tip had broken off. Lot# details were not provided to assist further investigation. It was not possible to determine the definitive root cause for the product malfunction.

Event description:
It was reported that the radiolucent drive drill bit broke off during a surgical procedure. It was further reported that nothing was left in the pt and that the procedure was completed successfully using another drill. No adverse consequences were reported.